Manufacturer narrative:
This is the 2nd of 2 records. The subject device is not available.

Event description:
It was reported that a stent-assisted coil embolization with another manufacturer coils was undertaken for treatment of an un-ruptured aneurysm at the right anterior cerebral artery (aca) segment a1. A total of 10 coils were placed in the aneurysm. The physician noted that the 10th another manufacturer coil had herniated and decided to place a 2nd overlapping stent to secure the displaced coil. At the conclusion of the procedure, occlusion of the right middle cerebral artery (mca) m3 segment occurred due to inadvertent embolization from the base of the subject catheter to the right m3 mca branch. Because significant neurophysiology changes were noted in conjunction with the branch occlusion, embolectomy via an aspiration catheter was performed. During the second pass embolectomy procedure, extravasation of contrast was noted and attributed to perforation of the m3 vessel by the guidewire. The physician had noticed slight resistance of the guidewire during catheterization of the branch. Due to the life-threatening condition, the physician decided to sacrifice the right hip m3 branch with injection of a non-adhesive liquid embolic agent in order to stop the extravasation. There was unfortunately some reflux in the other major m3 branch and at the end the extravasating branch and the entire superior m2 division were occluded resulting and sizable right hemisphere stroke. Hemostasis was achieved and the procedure completed. Pre-procedure modified ranking scale mrs 0 and national institutes of health stroke scale (nihss) score 0. 24h post-procedure nihss score 4. Nihss total score 16 on day of discharge 12 days post procedure.

Manufacturer narrative:
Additional information received from the physician stated that the reported right middle cerebral artery (mca) m3 embolization was related to use a non-stryker manufactured guide catheter. The physician suggested that there was a clot formation around the guide catheter. The subject microcatheter was not related to the reported adverse event. There was no allegation of any device malfunction or nonconformance. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question

Event description:
It was reported that a stent-assisted coil embolization with another manufacturer coils was undertaken for treatment of an un-ruptured aneurysm at the right anterior cerebral artery (aca) segment a1. A total of 10 coils were placed in the aneurysm. The physician noted that the 10th another manufacturer coil had herniated and decided to place a 2nd overlapping stent to secure the displaced coil. At the conclusion of the procedure, occlusion of the right middle cerebral artery (mca) m3 segment occurred due to inadvertent embolization from the base of the subject catheter to the right m3 mca branch. Because significant neurophysiology changes were noted in conjunction with the branch occlusion, embolectomy via an aspiration catheter was performed. During the second pass embolectomy procedure, extravasation of contrast was noted and attributed to perforation of the m3 vessel by the guidewire. The physician had noticed slight resistance of the guidewire during catheterization of the branch. Due to the life-threatening condition, the physician decided to sacrifice the right hip m3 branch with injection of a non-adhesive liquid embolic agent in order to stop the extravasation. There was unfortunately some reflux in the other major m3 branch and at the end the extravasating branch and the entire superior m2 division were occluded resulting and sizable right hemisphere stroke. Hemostasis was achieved and the procedure completed. Pre-procedure modified ranking scale mrs 0 and national institutes of health stroke scale (nihss) score 0. 24h post-procedure nihss score 4. Nihss total score 16 on day of discharge 12 days post procedure.